Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that the rep was able to interrogate the pump. And update the pump without issue following the refill on (B)(6) 2021. No specific troubleshooting was performed. The cause of the inability to interrogate the pump on (B)(6) 2021 could not be established. Perhaps emi played a role as the rep interrogated the pump, without issue in a different exam room that was used originally on the 18th. The rep was also, able to interrogate the pump with the account¿s tablet. No further actions have been taken. The issue is resolved. No specific symptoms were noted, in regards to the patient not feeling well. The patient just described a general feeling of malaise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient came in for a normal pump refill on the day of the call ((B)(6) 2021) and the hcp was unable to interrogate the pump. The hcp reported the patient did have an MRI (magnetic resonance imaging procedure) three days ago and since then the patient has not been feeling well too well.  Technical services discussed environmental emi (electromagnetic interference) with the hcp and the hcp ruled-out any environmental emi that could be causing interference. Technical services had the hcp try connecting with their cord connected to the tablet and the communicator. The hcp reported this was still unsuccessful. Technical services had the hcp try connecting with a secondary tablet and communicator. The hcp stated they were still not able to get any connection.  The managing hcp got on the line and discussed the possibility of just refilling the pump without programming so the patient could have medication for the meantime. The hcp planned to contact a manufacturer representative (rep) for assistance. The rep called back later and stated the hcp was able to successfully access the pump reservoir and refill the pump.  The rep stated the hcp planned on bringing the patient back next tuesday and they will bring their tablet and 8840 to see if they can connect to patient's pump at that time.